Manufacturer narrative:
The handle of the subject device was returned to olympus medical systems corp.(omsc) for evaluation. The distal end of the insertion pipe was deformed, and a pin of the distal end was missiing. The pin of the handle was missing. The manufacturing record was reviewed with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the similar cases in the past, the pin might be damaged since the fully opened grasping section received an excessive load in the grasping section opening direction. The instruction manual of the device has already warned as follows; *if excessive force is applied to the grasping section or the probe tip, the handle could be damaged and the probe cannot be opened or closed. If the handle gets damaged, do not use it.

Event description:
During a laparoscopic distal gastrectomy, there was a possibility that the grasping section of the subject device was opened wider than usual. And then, there was a possibility that the fragment of the subject device was fallen into the patient. The user performed an intraperitoneal irrigation. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the fragment.